Event description:
During a ptca/stenting treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of the rca, the nir elite balloon would not inflate. The nir elite balloon catheter was removed and replaced with another catheter to complete the procedure. The patient was asymptomatic with this event. A bmw guidewire (size unknown) and a cyber guide catheter (size unknown) were also used in this case, but the size and type of introducer sheath and inflation device used are unknown. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.